Event description:
It was reported that during a low anterior resection procedure the stapler fired malformed staples. Staples fell into the pt and were not retrieved. Case completed with another stapler. No further pt consequence.